Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-jul-2023. H6: investigation summary: three samples were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have a crack in the non-print area of the barrel. Potential root cause for the barrel cracked defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 3 of the bd plastipak¿ 3ml syringe were cracked. The following was received by the initial reporter: three cracked syringes- two from lot 2354576 and one from lot 2244481. Did not reach patient, no harm.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2354576. D4. Medical device expiration date: 30nov2027. H4. Device manufacture date: 12dec2022. D4. Medical device lot #: 2244481. D4. Medical device expiration date: 31aug2027. H4. Device manufacture date: 01sep2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd plastipak¿ 3ml syringe were cracked. The following was recieved by the initial reporter: verbatim: 3 cracked syringes- 2 from lot 2354576 and one from lot 2244481. Did not reach patient, no harm.